Event description:
Coil prematurely detached. This pt was undergoing coil embolization within an aneurysm. This was the 19th coil placement, when the physician felt friction while manipulating the coil when prematurely detached and partially deployed out of the distal end of the mc and became stuck. The mc was not being repositioned while the coil partially deployed out of the distal end of the mc. The mc remained at this fixed position. There was a one-to-one relationship and again the mc was not repositioned, only coil delivery system was repositioned. No info if this coil was entangled with previously placed coils and contributed to the event. Continuous flush was maintained within the mc. The coil was partially deployed into internal carotid artery (parent artery), so the physician tried to retrieve the coil using a snare catheter, but was unsuccessful. He decided to occlude the internal carotid artery with coils. No info was available which carotid artery (right or left) was coiled and sacrificed the vessel and decided to occlude. The pt developed paralysis on left hand, but already recovered. The pt is in stable condition.

Manufacturer narrative:
The DHR review performed for this lot indicates that the product was tested and inspected per established mfg requirements. The is review revealed that the products met all requirements per the applicable mfg quality plan, including embolic coil detachment pressure test as per 637fm002. Rev. 13. Add'l info will be submitted within 30 days upon receipt.